Event description:
The neurosurgeon was at bedside to remove a bulb suction drain (blake drain) from a one-day post-surgical patient. The patient had a l5-s1 transforaminal lumbar interbody fusion and right l4-5 laminotomy/foraminotomy with intraprocedural drain placement on (B)(6) 2024 and was being prepared for discharge. Upon removing the sutures of the drain and gently pulling on the device, the drain "came apart, leaving a portion of the drain inside the patient" near the point of entry. The neurosurgeon attempted to remove the drain fragment from the patient but was unsuccessful. The patient requires return to the operating room for surgical removal of medical device. The patient had not been npo and therefore was required to stay in the hospital for an additional day to safely complete intervention.